Event description:
It was reported that during posterior tibia fin preparation the proximal tibia fractured.

Manufacturer narrative:
The associated journey ii tibial posterior keel punch was not returned for evaluation. A clinical investigation noted that the root cause of the reported tibial fracture could not be confirmed as no clinical documentation was provided; however, the product design as a possible contributing factor to the reported event cannot be ruled out. The patient impact beyond the reported tibial fracture, possible extended hospitalization and rehab/convalescence period cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated journey ii xr tibia posterior keel punch was not returned for evaluation. A clinical evaluation noted that no additional clinical documentation has been received, therefore, no change to the initial clinical/medial assessment is warranted at this time. Our investigation noted that this failure has been previously identified. This issue has been elevated to our risk assessment process. Our investigation indicated that the related device was part of field action initiated in 2018. Corrective actions have been initiated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.